Event description:
It was reported that the device was used during a gastric bypass. It was reported by the rep that the tvc55 instrument jammed, (locked out) and did not fire during the procedure. This was the 1st firing and was not previously fired. 08/31/1999 the case was completed using another instrument.